Event description:
A customer reported that the trocar guide was not sharp enough to enter the pt's eye to begin surgery. The case was able to be completed with no harm to the pt.

Manufacturer narrative:
A sample has been received but has not yet been evaluated. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the MFR's acceptance criteria. A root cause cannot be determined. (B)(4).